Manufacturer narrative:
Two opened/used enlite sensor were tested and both sensor failed per specifications. One sensor failed due to low readings and the other the cannula was found retraced inside the sensor base. Customer complaint was not confirmed due to customer did not return sensor needle. Cannula was bent in both sensors and was unable to confirm if customer received in said conditions due to sensors being returned opened/used.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose. Customer stated that their blood glucose levels were 50-100points off from their sensor glucose levels. No additional information is provided.

Manufacturer narrative:
.